Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse with supplemental information by a consumer from (B)(6) of peritonitis in a patient coincident with dianeal pd2 therapies for capd (continuous ambulatory peritoneal dialysis). At the time of this report, the action taken with dianeal pd2 therapies was not reported. On (B)(6) 2012, the patient experienced peritonitis manifested by cloudy peritoneal effluent. The patient was hospitalized on (B)(6) 2012. The cause of the peritonitis was not reported. On an unreported date in (B)(6) 2012, the patient began remedial therapy with ciprofloxacin 500mg for two weeks (frequency and route not reported). On (B)(6) 2012, the patient was discharged from the hospital.

Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.